Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3 mm x 40 mm x 146 cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured after the first inflation at 8 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.